Event description:
Anterior cervical discectomy fusion (acdf) for c3 through c5; extension of c5 through c7, reported as previously fused; dr. (B)(6) and dr. (B)(6) tried to put an abc extension plate at c3 - c5; however, it would not seat properly because of the anatomy angle. Hardware was then removed and discarded. Put a new plate on; broke the (B)(4) putting the screw in. Tried to get the screw out due to broken piece in the screw; (B)(4) broke during screw removal. Put one plate at c3 - c5 and a second at c5 to c7 (it is unk why the plate was put back on at c5 to c7 levels; however, believe it was due to pt age and circumstance, she is a smoker); total 10 screws were placed. Surgery was delayed around 30 minutes. Pt was not injured; pt condition at the end of the procedure was good.

Manufacturer narrative:
Item (B)(4) is noted in the event summary; however, internal evaluation determined that item (B)(4) was not the root cause of the delay. Device will be forwarded to manufacturer.